Manufacturer narrative:
Reservoir device information: model number: 720185-01, serial number: (B)(4), catalog number: 720185-01, UDI number: (B)(4), expiration date: 07/17/2014, manufacture date: 07/30/2012.

Event description:
It was reported that the patient's left inflatable penile prosthesis cylinder had an aneurysm. The outer layer was shredded. The patient had a bulge at the base of their penis. The system was replaced with a 100ml reservoir, pump, and 21cm x 12mm cylinders were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.